Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time, date and battery gauge disappeared from the pump touch screen. Customer¿s blood glucose level was 81 mg/dl. The customer turned pump off and back on to resolve the issue.